Manufacturer narrative:
Three 72202468 fast-fix 360 curved needle delivery system devices received together in one box, one bag. Per the attachments these complaints are affiliated and cross referenced. The complaint is the same for all three: t2 would not deploy. Since these are not serialized devices and they did not come labeled with their respective complaint numbers they will require evaluation as a group. The devices¿ conditions ranged from fair to poor conditions. All devices show bend, bow or twist of the delivery needles to some degree. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no devices had either t or sutures returned. Device #1 has a flared depth limiter indicating resistance or force. This needle is slightly twisted but does actuate and cycle. There is a ding on the delivery track as if contact with another device was made. Device #2 has a slight bend and twist at the distal end of the delivery needle. The device actuates and cycles. Device #3 is distorted and shows signs of aggressive manipulation. Its delivery needle is bent, bowed and twisted. It also has a flared depth limiter indicating resistance or force. The device actuates and cycles but has drag upon retraction due to the needle damage. With the damages noted, listed root cause for this complaint cannot be confirmed. No further investigation is warranted.

Event description:
It was reported that during an acl reconstruction, the surgeon used a fast-fix 360 to repair the meniscus. After the deployment of t1, the t2 would not deploy while the knob was depressed. This incident occurred with three devices. The surgeon decided not to repair the meniscus, the acl reconstruction was completed successfully.